Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and had unexpected battery power loss. Customer's blood glucose value was 40 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing.